Event description:
A report was received that a patient was having difficulties charging her implant. The physician assessed the patient and reported that the ipg was sitting too perpendicular in the patient's abdomen. The patient has recommended the patient to undergo a pocket revision.

Manufacturer narrative:
Additional information received stated that the patient underwent a pocket revision. During the procedure, the physician removed the ipg, revised the pocket site and replaced the original ipg back in the patient. Nothing was implanted or explanted and the patient is reportedly doing well following the procedure.

Event description:
A report was received that a pt was having difficulties charging her implant. The physician assessed the pt and reported that the ipg was sitting too perpendicular in the pt's abdomen. The pt has recommended the pt to undergo a pocket revision.